Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿when nursing staff were administering an infusion to the patient and connecting the infusion device to the connector, they suddenly discovered that the connector had fractured, and there was no leakage of medication¿. The product in use at the time is reported to be a 2000e china from lot 24025569. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025569 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
No additional information

Event description:
It was reported that the bd alaris smartsite needle-free valve was damaged. The following information was provided by the initial reporter, translated from chinese to english: the infusion connector was put into use on (B)(6). On (B)(6), the nursing staff performed an infusion on the patient. When connecting the infusion set to the infusion connector, they suddenly found that the connector was broken. They immediately replaced it with a new one. No drug leakage occurred, but there was still a risk of infection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.